Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 477mg/dl. The customer experienced pain in abdomen, ketones, nausea, a little congested and dehydration. The doctor mentioned that the customer was receiving no delivery alarms previously. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the doctor to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.